Event description:
An angio-seal sts plus device was deployed to seal the arteriotomy site post cardiac catheterization. Brisk arterial flow continued after deployment and manual pressure was applied to achieve hemostasis. Soon after the patient lost posterior-tibial and dorsalis-pedis pulses in the arteriortomy leg; pre-procedure assessment revealed pulses as 3+. The patient's leg became mottled and cyanotic in appearance and a vascular surgeon was contacted. The patient underwent surgical intervention; the surgeon removed plague in the common femoral artery by thrombectomy. A collagen and suture material was removed from inside the artery. Flow returned to the affected leg and the patient was admitted to the intensive care unit for observation and recovery. The patient's prognosis was fine.

Event description:
Additional information was received and indicated the pt was on long term coumadin, however it had been stopped because the pt fell resulting in a subdural hematoma prior to their admission for the cardiac catheterization